Event description:
A confirmed (B)(6) advia centaur xp hbsag result was obtained on a patient sample and the result was questioned by the physician. The original sample was pulled and run in duplicate and the (B)(6) results were (B)(6). The patient sample was sent to an alternate laboratory for (B)(6) testing and the result was (B)(6). The advia centaur xp (B)(6) results are considered discordant when compared to the alternate test method and the patient's (B)(6) test history. There was no known report of patient treatment being altered or adverse health consequences due to the initially confirmed (B)(6) advia centaur xp hbsag assay result.

Manufacturer narrative:
The cause for the confirmed (B)(6) result when compared to the alternate laboratory (B)(6) test result is unknown. The patient had received the first two (B)(6) vaccine shots prior to the (B)(6) result. The (B)(6) test result was (B)(6) and the time lapse between the second (B)(6) vaccination and when the sample was drawn is unknown. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."